Manufacturer narrative:
The evaluation of the concentrator was completed. It was observed that the tubing from the left and right sieve beds to the pe valve was darkened, as was the tubing from the left sieve bed cap to the product tank. The tubing from the left sieve bed had also deformed and developed a hole, which allowed sieve material to escape. This caused charring on the cabinet surrounding the inlet filter and at the filter access door and caused the cabinet filter to melt. These findings are consistent with what was previously reported.

Event description:
The dealer reported that within the irc5po2v concentrator, heat from the pe valve blackened and melted the internal tubing. Also, the cabinet filter was melted. The dealer advised that no injury occurred.

Manufacturer narrative:
The cabinet filter is located on the outside of the concentrator's shroud. Melting of the cabinet filter indicates the overheating event exited the shroud, likely through the ventilation slots surrounding the inlet filter. The shroud itself is composed of material that has a flammability rating of ul 94v-0, which reduces the risk of flames consuming through the shroud material itself. Based on the information provided that indicates an overheating event occurred within the device and exited the shroud, this incident is being reported to the FDA out of an abundance of caution. This failure mode is consistent with that which has been previously identified and investigated. The investigation activities concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely has to experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. Additionally, the device has exceeded its expected life of 3 years. This issue also resulted in a field correction (z-0514-2021) to replace the pe valve assembly in impacted irc5po2v concentrators to reduce the potential for a failure that can, in infrequent instances, result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction. The concentrator was returned to invacare and is pending inspection. Once the evaluation results are available, a supplemental record will be filed.

Event description:
The dealer reported that within the irc5po2v concentrator, heat from the pe valve blackened and melted the internal tubing. Also, the cabinet filter was melted. The dealer advised that no injury occurred.